Manufacturer narrative:
(B)(6). Device manufacture date: june 7, 2018 - june 8, 2018. The device was received for evaluation. A visual inspection was performed via the naked eye which noted a black speck approximately 0.05 square mm in size, completely embedded in the material of the stressmember. The stressmember has no contact with the fluid path. An ftir spectroscopy test was attempted, but the embedded black speck was insufficient to produce visible signals on the ftir spectra. Therefore, the speck was not identified. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed on the tubing filter of a small volume intermate. This was noted prior to use. There was no patient involvement. No additional information is available.